Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Images and a photo were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two and a half years post vena cava filter deployment, during a femoral permanent catheter placement procedure, one detached filter limb was discovered in the ivc. Jugular access was gained and a snare was used to capture and retrieve the detached filter limb. The snare was used in an attempt to capture the filter; however, the filter legs were allegedly embedded and would not disengage from the caval wall. The filter was left in place; there are no plans to retrieve the filter. The patient was asymptomatic and there was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, a meridian filter was identified to be in an upright position within the ivc, can be confirmed. Based on the images provided, a detached filter arm was identified and confirmed for successful removal. Based on the images provided, a snare device was used to successfully capture the filter with in the retrieval sheath; however, a successful filter removal cannot be confirmed. Photo review: one electronic photo was received and reviewed by bpv field assurance engineer. The photo shows a meridian filter arm (w/ shoulder anchor) in a sample cup. The location of the detachment is located at the apex. Based on the photo review, the detachment can be confirmed. Removal difficulties could not be confirmed. Conclusion: the device was not returned. One photo and several images were provided. Based on the image review and the photo review, the complaint investigation is confirmed for a detached arm. The removal difficulties cannot be confirmed. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Remove the meridian filter using an intravascular snare and 10 french i.d. Retrieval sheath only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.